Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, four resolute onyx drug-eluting stents were implanted; two in the rca and two in the lad. Approximately 4 months post procedure, patient suffered and was hospitalized for systematic amyloidosis which was treated with medication. Approximately 15 months post procedure, patient expired. Investigator and sponsor assessed event is not related to device or anti platelet medication. Cec adjudicated the death as a cardiac death. It was reported approximately 15 months post index procedure, possible stent thrombosis (arc) of the lad occurred.